Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests failed. There was no shared data available to review. The reported event that the patient never received a notification for a low transmitter battery was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient never received a notification for a low transmitter battery. There was no report of injury or medical intervention. No additional event or patient information is available.